Event description:
It was reported to boston scientific corporation that a navifle rx delivery system was used during an ercp (endoscopic retrograde cholangiopancreatography) with double pigtail stent placement procedure in the common bile duct of a male patient (B)(6) (patient age is unknown). During the procedure, resistance was met as the pull wire was retracted for stent deployment. As the pullwire was retracted with force, the pullwire began to tear through and split the push catheter until the stent was successfully deployed. The procedure was completed with no reported patient complications. The patient was reported to be fine condition after the procedure.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. Device: problem (B)(4) relates to component (B)(4) for the issue of push catheter tear/split. The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.